Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00560. The pt's scs system consisted of an ipg implanted on (B)(6) 2008 and a surgical lead implanted on (B)(6) 2008. It was reported that the pt's ipg was eroding through the skin and an infection subsequently developed. As such, her scs system was explanted. No further info is available.